Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead had low ventricular impedance. It was further reported, approximately one year later, the lead impedance measurements continue to be low and decreasing. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead had low ventricular impedance. The lead remains in use. No patient complications have been reported as a result of this event.